Event description:
The report received from the study indicated that during the index procedure, after implantation of a cypher select plus 3.0x18mm stent in the mid left anterior descending (lad) target lesion, there was almost no flow or persistent flow reduction. The artery was reported to look tight to the cardiac apex. The indication for the index procedure was a non-st elevation (nstemi), non- q wave acute anterior wall myocardial infarction (ami) less than or equal to 7 days prior to the procedure (<=7 days) with resting ECG changes. The onset of pain was reported to be greater than 24 hrs and less than 72 hrs (>24 and 72<) prior to the procedure. The pt was found to have single-vessel disease, a left ventricular ejection fraction of greater tahn 50% (lvef >50%), one lesion was treated during the index procedure, and no staged procedure was planned. A servere spasm was assumed and anti-spasmodic regime was given intracoronary (ic). Coronary re-flow was established. The event was reproted to be a procedurela complication and graded as unrelated to the implanted cypher stent or any other cordis product and probably related to the procedrue. The event severity was reported to be severe and was not a serious adverse event (sae) the event outcome information was not completed and the event was resolved without sequel. The pt was discharged two days after the procedure. Additional information has been requested, but is not available at this time.

Manufacturer narrative:
Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.